Event description:
It was reported by the customer that after removing the swan, there was a leak on the percutaneous sheath introducer valve. There were no reported patient complications. There is no further information available.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.